Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient age, patient identifier and patient weight not known) on (B)(6), 2010. According to the complainant, other than excessive fluid warnings, the case went well. Subsequent to the procedure, the patient was sent to ICU with abdominal pain on her left side, not near the uterus, and retention/urination issues. The pain level had decreased but the patient was still experiencing some pain. The physician thought it may have been a kidney stone but this information could not be confirmed. Also, after consulting with a hysteroscopist, it was thought that pain was caused by conscious sedation/anesthetic used and cramping but, again, this information could not be confirmed. Clinical follow up information revealed that it is unclear whether or not the patient was on cycle, the sheath was not changed out, there was no excessive tissue that could have caused clogging, some cramping was experienced, tubing was checked prior to procedure for kinks/pinches, patient was treated in the ICU with torodol and vicodin, the pain has since subsided and the procedure set functioned as intended. There were no further patient complications reported with this event.

Manufacturer narrative:
Additional clinical follow up received on (B)(6), 2010 revealed that retention has resolved and no other treatment was required, abdominal cramping could have been caused by the anesthesia (conscious sedation), there was nothing unusual about the patient's anatomy and the patient spent one day in the ICU.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. Patient-hospitalization required. Device-excessive fluid alarm. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient age, patient identifier and patient weight not known) on (B)(6), 2010. According to the complainant, other than excessive fluid warnings, the case went well. Subsequent to the procedure, the patient was sent to ICU with abdominal pain on her left side, not near the uterus, and retention/urination issues. The pain level had decreased but the patient was still experiencing some pain. The physician thought it may have been a kidney stone but this information could not be confirmed. Also, after consulting with a hysteroscopist, it was thought that pain was caused by conscious sedation/anesthetic used and cramping but, again, this information could not be confirmed. Clinical follow up information revealed that it is unclear whether or not the patient was on cycle, the sheath was not changed out, there was no excessive tissue that could have caused clogging, some cramping was experienced, tubing was checked prior to procedure for kinks/pinches, patient was treated in the ICU with torodol and vicodin, the pain has since subsided and the procedure set functioned as intended. There were no further patient complications reported with this event.